Manufacturer narrative:
The device is available for eval but has not yet been received. A f/u report will be filed when the device has been received and the investigation is complete.

Event description:
It was reported that the micro sagittal saw heated up during a procedure. There were no pt or user injuries, and no adverse consequences.